Event description:
Per the info provided to co by physician's office through co's international rep, the device was removed due to "fractured tubing and leakage". As reported to co, the entire device was rmeoved and replaced with another inflatable penile prosthesis.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/26/95 and removed on 2/11/97 due to "fractures tubing leak.: requests for the explant prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.